Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported by the arrow (B)(4) office: "the catheter (iab-06840-lws) was inserted on (B)(6). The extension tube between the catheter and pump was exchanged to one from (B)(4) for the reason that the extension tube from arrow was contaminated. Six days later ((B)(6) 2009), the pump showed the balloon volume as 20cc. Soon after that, the sales representative visited the hospital to check the pump. At that time, the extension tube was disconnected for the check and the setting volume on the pump was returned after reconnection." The intra-aortic balloon (iab) was removed on 11/24/2009. Additional information received on 11/26/2009 stated "the user had not pressed the balloon volume function key when the balloon volume was changed to 20cc. The user has said the balloon volume in the pump should not be changed automatically. It happened the extension tube from (B)(4) was urgently used. Even though the user knows the extension tube from arrow should be used with arrow pump, our technical staff will recommend it to the user again." The pump will be checked by the technical staff in (B)(4). The office in (B)(4) also stated that they have not confirmed the extension tube from (B)(4) is compatible with arrow's pump.